Event description:
It is reported that the patient's knee was revised due to pain, loosening of the tibial component, and instability.

Manufacturer narrative:
This bone cement is manufactured at (B)(4) and distributed through (B)(4). This report will be amended when our investigation is complete.